Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, the data presented in the article refers to a patient who required revision approximately 5 years post tka due to pain, instability, buckling, and difficulty with weight bearing which was diagnosed as mechanical failure and metallosis in the presence of knee instability. Reportedly, the patient had significant laxity to varus and valgus stress and imaging showed a widened an asymmetric joint space without lucency and it was ¿unclear if knee stability was present immediately after the index procedure¿leading to ¿.accelerated wear or vice versa¿. Requested clinical documentation had not been received as of the date of this investigation, therefore further investigation could not be performed. The physician referenced in the abstract provided an analysis of all of the attached images; therefore, no further interpretation of the attached images are required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. No further medical assessment is warranted at this time. Some potential probable causes for this event could include damaged product, implant corrosion or wear. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was documented on the paper that the legion system (smith&nephew) was applied to 1 patient. The patient underwent a revision surgery due to metallosis.